Event description:
As reported: t occurred during the nurse's preparation to insert zso. Kink occurred in the pigtail when the nurse inserted zso into the g/w. So, the physician used another zso-7-7. Patient outcome: n/a. Observation prior to patient contact. 1. Please indicate where the device was stored prior to use. Plastic stent storage cabinet. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2, 0.025inch, 450cm. 3. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? If yes, please indicate the procedure performed. The physician did sphincterotomy using the clever cut. 4. Was the wire guide inspected for damage prior to use? No. 5. Was the device at the center of the complaint inspected for damage prior to use? No. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 7. If not with the device in question, how was the procedure finished? They used another zso-7-7. For complaints occurring during use: 1. Has a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olumpus tjf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscope? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. It happened in the preparation process. 5. Was resistance encountered when advancing the wire guide to the target location? It happened in the preparation process. 6. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used? It happened in the preparation process. 7. Was resistance encountered when advancing the introduction system in place to the target location? It happened in the preparation process. 8. Was resistance encountered when advancing the stent through the obstructed area? After placement, was stent position verified? No. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. 10. Did any section of the device detach inside the endoscope or patient? No. 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). No. 12. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Visiglide2, 13. Was any modification made to the complaint device or accessories used with the device in this procedure? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 12-jun-2025.

Manufacturer narrative:
Device evaluation the device evaluation of the zso-7-7 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). The labelling was not followed. The device labelling specifies that a 0.035-inch wire guide must be used with the device. Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller size of the wire guide may have contributed to the development of kinks. Additional information confirmed that there was user error of the wireguide and device not being inspected for damage prior to use. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was determined. The device was used with 0.025-inch wire guide. A CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.